Event description:
It was reported by service report that the right fowler cylinder was leaking onto the floor and could not be locked in place or hold weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: fowler.